Event description:
Had implant reconstruction post breast cancer using allergan textured in (B)(6) 2015. I have been progressively getting one condition after another. It started with acne on my back which I never ever suffered from previously, then bulging discs in my spine, bone pains and joint pains, swollen nodes, pneumonia, constantly all cancer scans coming back clear thankfully, b12 fine checked because of symptoms, arthritis, tinnitus, hearing deterioration, muscle fatigue, metal taste, cluster headaches, food allergies, leaky gut, ibs, brain fog, blurred vision, sweats, fatigue, anxiety, lack of libido, depression and suicidal thoughts. Then had a rupture to my right implant which is silicone in (B)(6) 2018.